Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they were having issues charging and keeping full coupling, so their charge time was extremely long. During recharging the temperature icon was seen so the consumer had to stop frequently. It was further reported the implantable neurostimulator (ins) didn¿t keep a charge like it used to, and the consumer felt the ins wasn¿t performing like it did in the beginning. The rep. Met with the consumer and checked a charging history and reeducated the consumer, but the consumer wasn¿t satisfied with this, although there were no issues with stimulation or pain relief. The consumer was very frustrated and asked the physician to replace the ins, and send the current one back for analysis. The physician agreed to this confirming surgery was planned, but hadn¿t been scheduled yet.

Event description:
Additional information received from the manufacturer representative reported that the patient had their device explanted on (B)(6) 2016. The device was replaced and the patient stated that in (B)(6) they had burning in the pocket area again and was unable to charge to 100%. The patient believes the battery is defective.

Manufacturer narrative:
Analysis of ins serial number (B)(4) found no anomalies evaluation conclusion code 67 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that when the patient was seen on (B)(6) 2016 the patient was unable to charge their battery to 100%, but when they interrogated the battery they had been able to charge to 100% on (B)(6) 2016. Impedances for the lead/battery connection were formed and it had shown "none." The patient had complained of the location of the battery and possible repositioning was discussed with the physician. On (B)(6) 2016 there were no issues found with the battery and the patient's physician had agreed. Additional information received from the patient reported that the patient had followed up with their healthcare provider (hcp) and indicated that the hcp wanted to do a revision. Additional information received from the manufacturer's representative reported the patient had problems charging, also reported as not charging. The patient was having burning at their implantable neurostimulator (ins) site. The timing of these events in relation to (B)(6) 2016 were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.